Event description:
The facility, (B)(6), called stating that a resident was using the 6891 shower commode chair when the chair allegedly tipped over due to being wobbly. The resident is allegedly fine, no medical treatment required.